Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the pump (B)(6) had an end date of 13mar2026. A new pump was placed on (B)(6) 2026. The pump was exchanged due to a driveline infection. The device operated as expected.